Event description:
It is reported that a customer experienced low blood glucose and visited the hospital to get treated. The customer states that the low blood glucose was caused by stress from a (B)(6) bill from medtronic. The customer states that the problem with the insulin pump was that the device was giving inaccurate readings and that there was site bleeding due to a very painful insertion of the needle. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.